Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during closure of the procedure, the entire procedure was performed normally, but when removing the catheter and inserting it into the faradrive sheath, force had to be used because the catheter would not return to its nominal position. Once removed from the patient, the splines appeared twisted and damaged, the flower configuration was difficult to achieve, and the nominal configuration was impossible. No visual or manual problems were noticed during the preparation of the catheter or during the shots. No patient complications occurred. The device is expected to return for laboratory analysis. It was further reported that the procedure was completed in its entirety, and the defect in the catheter was only noticed when it was withdrawn at the end of the procedure. All shots had been delivered correctly, ensuring the patient was treated properly. The procedure was performed entirely with the same catheter, with no changes made, and although the problem was not resolved, a report was filed to document the manufacturing defect. The hospital also submitted its own report and kept the catheter. During the procedure, there was difficulty removing the catheter while it was still in the patient and in inserting it into the sheath, requiring the doctor to pull and use force. It was indicated that the catheter remains at the hospital for a quality defect report, but no information was provided regarding whether the device will be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of difficulty withdrawing the catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during closure of the procedure, the entire procedure was performed normally, but when removing the catheter and inserting it into the faradrive sheath, force had to be used because the catheter would not return to its nominal position. Once removed from the patient, the splines appeared twisted and damaged, the flower configuration was difficult to achieve, and the nominal configuration was impossible. No visual or manual problems were noticed during the preparation of the catheter or during the shots. No patient complications occurred. The device is expected to return for laboratory analysis. It was further reported that the procedure was completed in its entirety, and the defect in the catheter was only noticed when it was withdrawn at the end of the procedure. All shots had been delivered correctly, ensuring the patient was treated properly. The procedure was performed entirely with the same catheter, with no changes made, and although the problem was not resolved, a report was filed to document the manufacturing defect. The hospital also submitted its own report and kept the catheter. During the procedure, there was difficulty removing the catheter while it was still in the patient and in inserting it into the sheath, requiring the doctor to pull and use force. It was indicated that the catheter remains at the hospital for a quality defect report, but no information was provided regarding whether the device will be returned.